Event description:
Per the clinic, the patient was hospitalized (date not reported), due to infection at implant site. Subsequently the receiver/stimulator unit extruded and the device was explanted on (B)(6) 2014. The device has not been made available for analysis as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4): device is currently unavailable.